Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received multiple temperature alarms that could not be cleared. Reportedly, the customer's blood glucose level was impacted. Customer reverted to alternate insulin therapy.